Manufacturer narrative:
Continuation of medical devices: d314trg ICD; 429688 lead, implanted (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was undersensing. Reprogramming was done, and the lead remain in use. No patient complications have been reported as a result of this event.